Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the catheter became contaminated during unpacking. An spiroflex® angiojet® thrombectomy set was selected for a thrombectomy procedure in the right coronary artery. During removal of the catheter from the packaging, the catheter was noted to be very "springy" and came out of the hoop. They lost hold of the device and it fell on the floor and became contaminated. This device did not enter the patient's body. There were no patient complications.